Event description:
Report received of a clave port being incompatible with a non-abbott tubing set. It was reported that a clinician was instructing the family members of a pt requiring home antibiotic infusions. The clinician had connected the syringe pump tubing, mfg by progessive medical, into the distal clave port of the pt's peripheral IV. The pump immediately started to alarm for occlusion. Upon further inspection, the clinician had noted that the silicone center of the clave port had become dislodged from the clave and got stuck inside the distal end of the pump tubing. There was a small amount of bleedback noted. The IV site remained intact. The set-up was changed with no further problems. There was no adverse pt effect. Additional pt info was requested, but no further info was available.